Manufacturer narrative:
Additional information has been requested. Explant scheduled for (B)(4), 2011. Unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history records review could not be requested.

Event description:
Patient status post prodisc-c implantation level c4-5 returned to surgeon for follow up visit. An x-ray showed the superior endplate has moved a small bit anteriorly. Surgeon noted patient has arthrodesis in the spine and there is not good adherence to the endplate. Surgeon scheduled revision for (B)(6), 2011, patient will be revised to fusion.